Manufacturer narrative:
(B)(6). Investigation/conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 100 miu/ml hcg urine control; all results were positive at 3 minute read time and met specification. Manufacturing batch record review did not uncover any abnormalities. Per package insert, "false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested." Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
An email was received from the distributor, reporting that a customer had reported that on (B)(6) 2015, a (B)(6) female patient received a potential false negative hcg result using the henry schein hcg urine cassette pregnancy test in comparison to a positive alternate brand, positive ultrasound and a positive beta quantitative result of 140 (date not provided). The following information was provided: last menstrual period: (B)(6) 2015. Urine collection times? 11:30am. Were urines tested immediately, at room temperature? Yes. If possible, what was the specific gravity, ph, protein? Na. Kit storage temperature? Room temperature. Any new users? Are the patients running the tests? No. Were pouches opened at test time? Yes. Test procedure followed package insert instructions (kitted pipette used? How many drops dispensed? Was a timer used? Results interpreted at how many minutes?): followed instructions, attempted interpretation at 1, 3 & 5 minutes. Internal control line evident on the devices? Yes. External control results? Negative. There was no adverse patient sequela. There was no additional information provided.